Manufacturer narrative:
Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty force sensor resistor (gold). Unable to perform occlusion test, dat test and excessive no delivery test due to prime anomaly. Unit was received with intermittent buttons due to corroded keypad traces. No button error alarms were noted. Unit was received with cracked case at the display window corners, display window, battery tube threads and reservoir tube lip. Unit received with scratched case.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 445 mg/dl. The customer was currently in the ER and no form of treatment was reported for the high blood glucose. Customer also reported that the insulin pump had a button error alarm and the buttons were unresponsive. No significant event leading to button error was observed. Customer confirmed that the time was advancing. Customer's blood glucose reading was 350 mg/dl at the time of call. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis. Frn-reservoir; unomedical infusion set.